Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental report will be submitted with evaluation results.

Event description:
It was reported that when a sherlock 4fr single lumen PICC line was removed from the patient, a cut in the most distal part of the catheter was observed. The nurse reported that the patient felt pain while flushing. When the catheter was removed a few millimeters, there was evidence of leakage in the area of the cut, the patient was sent for placement of a reservoir catheter to continue his chemotherapy. There was no medical or surgical intervention required and no exposure to human fluid or chemotherapy. The catheter was being permeabilized with saline.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a split is confirmed; however, the root cause could not be determined. One photograph and one video of a 4fr single lumen powerpicc was returned for evaluation. An initial visual observation of the photograph and video showed a split in the catheter shaft near the 0cm depth marking. The catheter shaft appeared to be kinked at the split site in the returned video. There were no distinguishing features which aided in identifying the specific root cause of the split. This complaint will be recorded for future trending and monitoring purposes.